Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.75 x 16 stent delivery system was returned for analysis. Device was returned with guidezilla 6fr. A visual examination of the stent found stent damage. Distal region of the stent was bunched. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A recommended 0.014 inch guidewire was loaded without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-oct-2020. It was reported that crossing and advancing difficulties occurred. The 80-90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.75 x 16 synergy drug eluting stent was advanced to treat the lesion. However, during procedure the stent failed to cross and was withdrawn from the body without issue. A guidezilla guide extension catheter was then advanced but when the stent was re-inserted, it was unable to advance through the guidezilla. The case was not lengthened and the patient was not harmed. However, returned device analysis revealed stent damage.